Event description:
It was reported that the ptca/stent procedure was to treat a marginal in the circumflex, which was heavily calcified. The guide wire and balloon catheter were advanced to the lesion and pre-dilatation was performed (result was minimal). As the stent was being advanced to the lesion, there was some force applied while trying to get the stent down to the lesion (contraty to IFU), but this was unsuccessful and the guide wire and stent were removed (contrary to IFU). When the guide wire and stent were removed, again with some force, it was observed that the stent was gone. Upon performing a diagnostic evaluation, the stent was seen in the circumflex. The stent was then snared out to the left main. The stent was then slightly bent/folded over when trying to retrieve it from the left main and it went down into the lad. The lad was then occluded/closed off and the pt coded. A balloon pump was put in the pt and the pt was rushed to surgery. The pt subsequently died.